Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the pacemaker exhibited overestimation. No intervention was performed. The patient was in stable condition and will continue to be monitored.